Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that the current longevity estimate shows a half year remaining and the battery status is just above elective replacement time. Two months ago the battery status gauge showed 1/4 battery life and the longevity calculation was two years remaining. It was noted that the device ventricular output is programmed to 4.0v, however, there is no indication as to when the programming change occurred. There is concern over premature battery depletion for this device. The boston scientific sales representative stated that the device will be explanted soon. No adverse patient effects were reported.